Manufacturer narrative:
Continuation of d10: product ID cb11q44r6 (228565504); product type: 0186-custom tubing packs; implant date n/a; explant date n/a product ID cb11q26r8 (229949263); product type: 0186-custom tubing packs; implant date n/a; explant date n/a device evaluation summary: visual inspection shows evidence of damage/cracks. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a crack in the manifold port of the custom tubing packs during use. A complete crack or break occurred in each case. The devices were replaced to complete the case. It was unknown if there was any patient involvement or complications as a result of the event.